Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as a surgical damage. One opening assessed as a crease. As per the investigation procedure creases and wear abrasion were observed. None of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation and crease fold. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.